Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2010

Event description:
It was reported that the patient received an inappropriate shock. It was also noted that the right atrial (ra) lead exhibited undersensing. The lead and device remain in use and the patient plans to follow up with their cardiology clinic for reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.